Manufacturer narrative:
Corrected information: no eval explain code .

Event description:
A patient with an implantable pulse generator (ipg) system was reported as to have died suddenly approximately 12 years post implant. A cause of death was requested and reported as unknown, however most likely due to an acute arrhythmia. The physician requested analysis to help in the determination of the cause of death. The ipg was returned and had no telemetry.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.